Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that blood leaked through the top of the cap and then exploded off. The event occurred during removal/end of therapy at the hospital with a health professional as the operator of the device. There was no patient involvement, and no patient harm/adverse event reported.